Event description:
It was reported that the videolaryngococpe would not power on, as the screen would just flash a little black. The battery was changed and it turned on fine. The new battery had 240 minutes, and again when intubating it started flashing empty again. The old battery was kept and when inserted again it said 180. There was a reported delay of procedure but no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.